Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the lamp deterioration resulted in the lamp failure due to long term use. The lamp issue was resolved after replacement.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device. The biomed confirmed that the device functioned as expected when a gif-h190 scope was connected. The physician was able to complete the procedure when the scope was changed, and the spare lamp indicator came on. The procedure was completed with no further issue. The customer indicated that the lamp to the clv-190 was changed out the previous day with a pe300bfa 3rd party replacement bulb. Tac emailed the customer him the quick reference guide for the clv-190 lamp replacement and provided him with part number maj-1817 for the olympus xenon bulb. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis exera iii xenon light source main lamp did not ignite but the spare lamp worked. There was no harm or user injury reported due to the event.